Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On 01/07/2024, it was reported that the pediatric patient experienced severe hypoglycemia, and had dizziness, urination, and was feeling anxious. His wife called the ambulance and when the paramedics arrived a fingerstick was taken and the cgm was reading 4.2 mmol/l and the blood glucose reading was 2.1 mmol/l. The patient was treated with intravenous glucose and recovered quickly after treatment. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.